Event description:
The IV tubing came apart and leaked fluid (tpn). The alarm on the IV pump did not sound. The IV pump information was not included in the report so unable to provide. The IV tubing was changed and there was no injury to the patient.